Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. During troubleshooting, the patient noticed the meter's display appeared cloudy. The complaint was classified based on the conversation, the customer care advocate (cca) had with the patient, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient reported that the alleged power issue began at approximately 9 pm on the day before. As a result of the issue, the patient indicated she was unable to test her blood glucose. It is unknown if the patient took any action regarding her diabetes management. Sometime after the reported issue began (date/time unknown), the patient reported developing a "headache and sweats," but denied receiving medical intervention. At the time of troubleshooting, the customer care advocate (cca) discovered that the meter did not power on manually, but did power on when a test strip was inserted. The product issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged issue and reportedly developed symptoms suggestive of severe hypoglycemia after the reported meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.